Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor home switch. No delivery check alarm noted. The pump was received with corroded electronic assemblies. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the delivery was blocked. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.